Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was reported; the patient will continue to be monitored.